Manufacturer narrative:
(B)(4). Additional narrative: cut condition confirmed. Visual examination of the unit confirmed the delivery tubing cut. Examination of the tubing found the cut to be smooth surface cut. The root cause could not be determined, but is unlikely to be due to a manufacturing process step. A batch review has been performed and there were no non-conformances related to the reported condition.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that the tubing of one (1) japanese sv 2.5 infusor was observed cut during patient use at the hospital. The device was filled with 5-fluorouracil and normal saline. There is no report of patient injury or medical intervention. No additional information is available.